Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2010; sorin ipg, implanted (B)(6) 2007.

Event description:
It was reported that right ventricular (rv) lead impedance had dropped to a low range. The lead was reprogrammed from bipolar to unipolar. The lead was later capped and replaced. During a subsequent routine generator change, the capped lead showed signs of insulation breakdown. The lead remains capped in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.